Event description:
Falsely elevated troponin I results of 0.92 ng/ml and 1.16 ng/ml were obtained on two patient samples. The results were not reported to the physician. The original samples were repeated and results of 0.02 ng/ml 0.01 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to r1 carry over.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to r1 carry over. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.